Manufacturer narrative:
A ge rep evaluated the system and reloaded software and flashed the memory nodes. The system operates as intended.

Event description:
The customer reported the system would not send images to pacs. However, upon investigation, the ge rep responding to the call found corrupted files on the hard drive which prevented the system from booting up. No pt injury was reported.